Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was impacted. Initially, to address the bg level, the customer administered a manual injection. However, the customer administered too much insulin and bg level went low; gatorade was used to treat bg level. During the time of the call, the customer's bg level was 80 mg/dl.